Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated essure coils/right essure coils appeared to have migrated into the endomyometrium') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included subserous leiomyoma of uterus, uterine leiomyoma, endometrial biopsy, cystoscopy, menorrhagia, dysmenorrhea, headache, menstrual cramps, basal cell carcinoma, type ii diabetes mellitus, hyperlipidemia, hypertension, vitamin b1 deficiency, vitamin d deficiency, augmentation mammoplasty, bariatric surgery, skin cancer excision, liposuction, pelvic pain female and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic, hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: one of the right essure coils appeared to have migrated into the endomyometrium.. Quality-safety evaluation of ptc: unable to confim complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migrated essure coils/right essure coils appeared to have migrated into the endomyometrium') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included subserous leiomyoma of uterus, uterine leiomyoma, endometrial biopsy, cystoscopy, menorrhagia, dysmenorrhea, headache, menstrual cramps, basal cell carcinoma, type ii diabetes mellitus, hyperlipidemia, hypertension, vitamin b1 deficiency, vitamin d deficiency, augmentation mammoplasty, bariatric surgery, skin cancer excision, liposuction, pelvic pain female and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic, hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: one of the right essure coils appeared to have migrated into the endomyometrium.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: mr received: case category update to serious incident. Event "injury nos" was replaced by "device expulsion". Date of insertion, date of removal, patient date of birth, medical history, lab data, reporter information, action taken with drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.